Event description:
During hip scope, traction was put on distractor but slipped during procedure. Case was abandoned and patient returned to ward following general anesthetic.

Manufacturer narrative:
The device was returned to s&n and forwarded to the manufacturer for evaluation. When the evaluation is concluded a supplemental report will be completed.